Event description:
The advocate called for help with the customer's meter. While troubleshooting, she performed control tests and received results of 400, 443, 255 mg/dl. No adverse control range was 93-127 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.

Manufacturer narrative:
The breeze2 reagent lot number provided by the customer was not valid, so the meter info was provided instead.